Manufacturer narrative:
(B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2009 via right neck due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation and organ perforation. The patient further alleges ¿I¿m always with abdominal pain but any of the doctors related to the filter. But I have complained of abdominal pain for several years now (all after the filter). After that surgery I always have anxiety and afraid to have any other blood clot incident or something regarding the filter.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted anteriorly.¿